Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient's egv was high and the patient took insulin. The egv was not remembered. The patient experienced unspecified low blood sugar symptoms. The bg was not remembered. Her daughter gave her a glucose shot and she presented to the ed. Once she got to the ed, they gave her more sugar and juices. She was at the hospital for a day and almost in a coma due to low sugar. Of note, the patient is using a tandem pump and a closed loop insulin delivery system. When she got out of the hospital, she was advised to finished her medication to feel better. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.